Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients right atrial (ra) lead experienced damage, undersensing and dislodgement as a result of twiddlers syndrome. The lead also damaged the device header during the twiddling so both the lead and device were explanted and replaced. To date, no adverse patient effects have been reported.